Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). Investigation: no samples nor pictures have been returned for investigation. Twelve retained samples of 50ll lot 1705249p. On visual inspection of these twelve retained samples, no foreign matter can be observed in any of them. DHR of lot 1705249p has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 50ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Operators wear protective clothes (hair-coves, moustache-cover, coat, beard-cover, shoes-cover) according to internal procedure. In addition, assembly line for ref.(B)(4) has a vacuum-blowing system for particles. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. Equipment of manufacturing line is regularly cleaned according to procedure : once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. Since no samples or pictures have been received, no incidence has been found in DHR review and no fiber has been found in the twelve retained samples, the complaint cannot be confirmed and the root cause cannot be determined.

Event description:
It was reported that foreign matter was found in a bd plastipak¿ 50ml concentric luer lock syringe. This was observed before use and there was no report of injuries or medical interventions.